Event description:
Device 1 of 3: please see MFR report # 1627487-2010-02774 for device 2 and MFR report # 1627487-2010-02775 for device 3. On (B)(6) 2010, the pt was implanted with an scs system. The pt had an infection at both the lead and ipg sites. Cultures were taken but the results are unk. The pt was treated with keflex and the entire system was explanted on (B)(6) 2010 and discarded.

Manufacturer narrative:
Device eval 1 of 3. Please see MFR report# 1627487-2010-02774 for eval of device 2 and MFR report# 1627487-2010-02775 for eval of device 3. Method: the device history and sterilization records were also reviewed. Results: the product has not been returned so no analysis can be performed. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.